Event description:
Reporting status: death. Reporting rationale: patient died approximately eight months post implant. Device issue: no device malfunction has been reported. It was reported via a trial that the patient died approximately eight months following implantation of the xience v stent. The cause of death is unknown. The relationship of the event to the device is also unknown. No additional event or patient information is available.

Manufacturer narrative:
.